Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation between 32 cm and 33 cm distal to the is-1 connector pin as mentioned in the complaint description. Blood penetrated the lead in the cut areas. In addition, deformations of the outer conductor coil were observed. Approximately 40 cm distal to the is-1 connector pin the lead body was found kinked. In this area the inner conductor coil was deformed. Based on the characteristics, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.